Event description:
Customer stated the protective casement at the end of the cord caused flames and the fire department was called. Cusuomer stated that the cord was not restricted. Customer stated that the cord was not restricted or compromised in any manner.